Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009, due to alleged elevated metal ion levels and tissue and bone destruction. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2009, was due to heterotopic bone, clear synovial fluid, impingement of iliotibial band on pelvis and spurs. The operative notes confirm that the modular head and taper adapter were removed and replaced. Medical records indicate patient underwent a revision on (B)(6) 2012, due to brown synovial fluid as a result of metal on metal reaction, elevated metal ion levels, leg length discrepancy and heterotopic ossification. The operative notes confirm the modular head, taper adapter and acetabular cup were removed and replaced with a competitor acetabular cup and a biomet modular head. A further revision occurred on (B)(6) 2012 due to instability. Medical records noted anteversion on the stem. The biomet modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-01701, 2013-02089, 04256 /04258).